Event description:
A customer in (B)(6) reported false negative results while testing a patient with known heart problems using the; vidas troponin I ultra 60t. The initial negative results were; <0.01 mg / l in batch and positive on architect to 70.4 ng / l using the same tube for analysis retest on the vidas&#59412;roponin I ultra following the outcome architect 3 : 2 negative <0.01.

Manufacturer narrative:
Vidas® tni gave three(3) repeat (B)(6) results on one patient's sample (< 0.01 ng/ml). Architect gave one (B)(6) result (70.4 ng/l) on this same patient's sample. Review of the production records showed no related anomalies. Three(3) quality control samples were tested on retain samples from the lot in question. All results were within specification. The customer's result could not be confirmed; this lot appears to be operating within specification.